Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power alarm was confirmed via log file analysis. Data on 15aug2024 was reviewed. The controller event log file captured low power hazard alarm event on 15aug2024 at 21:41:57. The alarm activated due to a power loss from the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and was unaffected by the power loss to both power cables. Power was restored from the mpu at 21:42:00 and the alarm cleared. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Mobile power unit (serial # unavailable) was unavailable for evaluation. A root cause of the loss of power from the mobile power unit could not be determined. Serial number of the mobile power unit was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were sent for review for the patient. The log file appeared to contain a brief loss of external power while connected to the mobile power unit (mpu). The low voltage hazard events seen were a result of slow discharge of the mpu capacitors when they suddenly lost power. The system controller switched appropriately to the backup battery (ebb) when external power was lost. These events appeared to resolve once external power was completely restored. No other unusual alarms or events were recorded. The equipment did appear to be operating as intended.